Event description:
Caller alleged false negative tni (troponin) results using the triage meter. Results as follows: pt was vomiting, showing non classical symptoms. Diagnosis: non-st mi.

Manufacturer narrative:
Investigation pending.